Event description:
The customer reported a speaker malfunction error message on their intellivue multi measurement server (x2) are defective. The device was in use on a patient. There was no report of patient or user harm.